Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. The patient's right ventricular (rv) lead had a drop in impedance due to lead failure after long life of lead. The rv lead was capped on (B)(6) 2025 and the procedure was completed with a single chamber pacemaker replacement connected to the existing atrial lead. The patient had no adverse consequences.